Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling off at the proximal end of the device. There was no clinical complication to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was slightly bent and the polytetrafluoroethylene (ptfe) coating was peeled off approximately 37.0cm from its proximal tip. The ptfe coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The torque device was on the guidewire where the ptfe was scraped off. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. No friction or resistance was noted during functional test with a demonstration excelsior sl-10 microcatheter. No other anomalies were noted. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.